Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with a non boston scientific device, exhibited high out-of-range shock impedance measurements greater than 125 ohms with a recent measurement of 140 ohms. The other manufacturer directed the caller to contact boston scientific; however, the technical services (ts) recommendation was to contact the manufacturer of the device regarding next steps. This rv lead remains in service. No adverse patient effects were reported.